Event description:
It was reported that during a lobectomy procedure, the echelon stapler experienced a jam. Immediately, provided support via video call, guiding the team through the recommended maneuvers to attempt to unjam the device, but without success. Subsequently, the technical advisor dedicated to servicing hospital, was notified and promptly departed heading to the hospital. At the same time, contacted, the sales manager residing near, who went immediately to the hospital to provide on-site support. Unfortunately, the patient died. Was there any damage or loss reported by the patient or user? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes. Description: patient died. Did the patient/user require prolonged hospitalization as a result of the event? Yes. Description: patient died. What is the patient/user status/outcome after the event? Patient died. Was there a significant delay? Yes. How long was the delay (minutes)? About 60 minutes.

Manufacturer narrative:
(B)(4). Date sent 6/25/2026. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: death report. . 1 identification: medical record: (B)(6), date of birth: on (B)(6) 1951, agreement: (B)(6), unit: (B)(6) hospital ¿ adult ICU, 5th floor, blb, bed: (B)(4), date of admission: on (B)(6) 2026, date of death: on (B)(6) 2026, time of death: 06:40. 2. Clinical history and base diagnosis: pulmonary neoplasia: infiltrated fibrous tissue adenocarcinoma, ttf-1 positive. Pet-CT (on (B)(6) 2026): non-calcified spiculated lung mass in lsd, measuring 3.8 × 3.0 3.2 × 15.2 cm (suv). Relevant comorbidities: smoking. 3. Surgical procedure (on (B)(6) 2026) surgery performed: upper right lobectomy, mediastinal lymphadenectomy (chains 09, 10 and 11), thoracostomy on seal d¿water. Summary description of the surgical act: conversion of videothoracoscopy to thoracotomy due to hemodynamic instability. Dissection of cracks, vessels and bronchus of the upper right lobe. Mechanical failure of the echelon flex 45 stapler ¿ blue reload, getting stuck to hilar structures. Attempts of removal resulted in arterial injury (lateral segment of the middle lobe). Provider company (johnson/ethicon) triggered, confirming device failure. Estimated bleeding: 3 liters. Intraoperative pcr, with return of spontaneous circulation after 4 minutes of cardiac massage. Thoracic drainage positioned; revised hemostasis; closure by planes. 4. Evolution in ICU admission (immediate postoperative): general status: severe, post-pcr, without sedation. Support: iot + mechanical ventilation, noradrenaline 70 l/h, vasopressin 0.04 iu/min. Midriatic and fixed pupils. No response to stimuli. Subcutaneous emphysema in right hemithorax; drain with oscillation. Cold ends, poor perfusion, mottling score 3. Glasgow 3. Received 3 ch and 2 plasmas in the transoperatory. Relevant laboratory tests: anemia: erythrocytes 3.13 mi/mm³; hb 8.9 g/dl. Light platelet: 138,000/mm³. Severe metabolic acidosis¿: ph 6.962 hco3 9.5 20.1 mmol/l * be ¿ 15.3 * lactate 242 mmol/l. Hyperglycemia: 5.2 mg/dl. Electrolytic disorders: k 110 mmol/l; cl 223 mmol/l, gases: po2 50.3 mmhg; pco2 mmhg final. Evolution: remained without neurological response, without sedation. Frame compatible with severe anoxic encephalopathy. Evolved with progressive hemodynamic worsening, despite maximum support. Evolution for assistance, without response to maneuvers. Death found at 06h40 min on (B)(6) 2026. 5. Cause of death. Immediate cause: assistolia secondary to refractory hemorrhagic shock. Intermediate causes: intraoperative arterial injury due to mechanical failure of surgical stapler. Severe metabolic acidosis and systemic hypoperfusion. Post-pcr anoxic encephalopathy. Basic cause: lung adenocarcinoma (right upper lobe). 6. Additional notes: confirmed failure of the surgical device by the technical team of the supplier company. Family communicated in person (daughter (B)(6). Signed death certificate. 7. Final summary: patient with pulmonary adenocarcinoma, submitted to superior right lobectomy complicated by failure of surgical stapler, resulting in arterial injury, massive hemorrhage, intraoperative pcr and anoxic encephalopathy. He evolved in ICU with refractory shock and died at 06:40 on (B)(6) 2026. Surgeon: surgeon: dr. (B)(6) crm 242049 / rqe 140251 - thoracic surgeon at fmusp/incor - member of the brazilian thoracic surgery society - member of the pneumology and tisiology society attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what anatomical structure was being fired upon while they had the issue, what structure was between the jaws? What maneuvers were attempted to gain control of bleeding? How long before they converted? Any clips, clamps or staples near the area where it was fired? What was their experience level with the procedure and the device? What vascular injury led to the hemorrhage? Did the patient receive any preoperative chemotherapy or radiation? What exactly was the issue experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Any clips, clamps, or graspers near the area where the device was being fired? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4)date sent: 7/22/2026d4: batch #674d90.investigation summary:the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that one ec45a device was returned with the joint cover damaged and with one gst45b reload loaded in the device. In addition, an unknown white piece was received inside a plastic bag.the reload was received fully fired with damage on reload deck and with the reload pan bent and partially dislodged from the proximal side and four double drivers out of position. Additional, the reload pockets were inspected, and an absence of staples was observed in the areas where the drivers were out of position.upon further inspection, the reload was found to have damaged on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload knife channel. Also, the pan was removed and it was noted that the one-piece sled was damaged.the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife.the damage observed on the joint cover may be consistent with an attempt to withdraw the device from a trocar while it was in the articulated position, resulting in the trocar edge contacting and damaging the joint cover.the damage to the reload is consistent with the device being clamped over a hard object.it is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario.one possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted.as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.a manufacturing record evaluation was performed for the finished device batch number 674d90, and no non-conformances were identified.